Event description:
International customer reported that the device broke during planned explant. A small incision was performed in the pt's skin. The retained device fragment was retrieved. The surgeon opines that he damaged the device with a needle during implantation.

Manufacturer narrative:
Conclusion: a review of the batch mfg records was conducted . This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. The product upon which this medwatch is based is anticipated. Once the product is rec'd, any further info derived from the eval will be submitted in a supplemental 3500a form. The package insert states the silicone elastomer suction tubing is soft and pliable. It should not be handled or come in contact with pointed, toothed, sharp-cornered or even blunt instruments, as punctures, surface cuts, nicks, crushing or other overstressing can lead to tearing or warping of the tubing and to subsequent structural failure of the device and / or fragment retention in the wound.